Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and using automated testing equipment and an anomalous connection between a capacitor and the hybrid was noted. The noise was caused by an anomalous connection between a capacitor and the hybrid.

Event description:
It was reported noise and inappropriate shocks were observed and lead issue was suspected. After lead revision, the noise issue remained. The ICD was explanted and replaced.